Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The following results were reported within 10 minutes on (B)(6) 2017: 252 mg/dl, 130 mg/dl no adverse event reported, meter and strips have been replaced and requested for return.